Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous proximal - distal right coronary artery. The lesion was predilated by an unk 2.0mm balloon. The 3.00x28mm taxus liberte stent was advanced to the lesion, however, it was unable to cross the lesion. The stent was removed from inside the pt. The physician found that the stent strut was lifted up. The procedure was completed with 3.0x12mm and 3.0x16mm taxus liberte stent. Pt status is reported as good.

Manufacturer narrative:
(B) (4).